Event description:
Haptic would not manually thread into anterior chamber. Manufacturer response for iol, (brand not provided) (per site reporter): issued returned goods authorization # (B)(4), sent shipping label, removed from our consignment.